Event description:
The following was reported by the rep: "during tha planning on the mako system, when changing between exeter and accolade stem during planning, the changes to the cup do not carry between exeter and accolade plan as it is supposed to. During surgery the cup impaction results also do not carry across when changing from accolade to exeter." Case type (pka/tha/tka): tha.